Manufacturer narrative:
Batch review performed on 06-02-2025: lot 2110600: (B)(4) items manufactured and released on 30-09-2021. Expiration date: 2026-09-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 2 years 1 month from primary, the patient came in reporting instability and the cause is unknown. The surgeon upsized the insert (12mm to 14mm) and also decided to resurface the patient's natural patella. The surgery was completed successfully.